Event description:
It was reported the patient presented in clinic for follow-up. It was noticed that there was some drainage coming from the pacemaker incision. Upon further investigation, there was a small opening in the center of the incision. A revision procedure was performed to close to incision. The patient was stable prior, during, and post procedure.